Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via psr (product surveillance registry) regarding a patient who was receiving dilaudid (hydromorphone) 1.0 mg/ml; 0.2805 mg/day, bupivacaine 20.0 mg/ml; 5.610mg/day, compounded baclofen 500.0 mcg/ml; 140.24 mcg/day via an implantable pump for malignant pain. The programming date from most recent refill prior to event was (B)(6) 2014. The infusion mode was simple continuous and patient activation was enabled. The patient experienced intrathecal medication side effects. The patient reported feeling 'over-medicated' on (B)(6) 2014. It was related to the intrathecal medication hydromorphone and baclofen. The drug action that caused the event was an increase in the dose. The pump was reprogrammed on (B)(6) 2014 to decrease the daily dose five percent to deliver dilaudid 1.0 mg/ml; 0.2663 mg/day, bupivacaine 20.0 mg/ml; 5.325 mg/day and compounded baclofen 500.0 mcg/ml; 133.13 mcg/day. Etiology was related to the device or therapy and not related to the implant procedure. The outcome was resolved without sequelae (B)(6) 2014.